Event description:
It was reported that the left side c-arm break was not holding the c in position. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, adjusted the brake and tightened handles. System operates as intended.